Event description:
It was reported by the risk manager: during the third drilling, the drill broke. The surgery was delayed about one hour: the pt was more exposed to x-rays, had more anaesthesia. The broken piece of the drill was removed from the pt.

Manufacturer narrative:
Device not returned. No eval will be performed. If the device or additional info becomes available a supplemental report will be issued.